Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump act button was harder to press. Customer stated piece near battery cap chipped off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.